Event description:
It was reported that during a meniscus repair surgery with a fast-fix 360, t1 and t2 deployed simultaneously. The procedure was successfully completed with a delay of less than 30 minutes using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: part of the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with no suture or implants returned. There is biological debris on the returned device. A functional evaluation was performed on the returned device and found it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference case-(B)(4). A1, b5, d4 and h6: updated.

Event description:
It was reported that during a meniscus repair surgery with a fast-fix 360, t1 and t2 deployed simultaneously. Ts were removed from the patient. The procedure was successfully completed with a delay of less than 30 minutes using a back-up device. No further complications were reported.